Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent an irrigation and debridement and synovectomy on (B)(6) 2004 due to a hematoma. There were no components removed or replaced.